Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/14/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the needle lost /fallen into the patient? Did the needle break or was it detached during the procedure? Please confirm the deficiency noted with the device. What was the result of the x-ray? Did the needle remained in the patient? If yes, in what part of the body the needle was retained? And was done to remove the needle? Please kindly confirm.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the lot number: trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m events reported via: 2210968-2022-07480, and 2210968-2022-07482.

Event description:
It was reported that a patient underwent a gyn procedure in (B)(6) 2022 and suture was used. During the procedure, the suture needle tip was found to be broken off. No adverse patient consequences were reported. Additional information was requested.